Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician found the head drive actuator was bent. The technician replaced the head drive actuator to repair the bed.